Event description:
(B)(4). Cramping, bloating, ovarian cyst, heavy bleeding, migraines, insomnia, weight gain, mood swings, abdominal pain, high blood pressure, decrease in libido, pain during intercourse, joint pain.